Manufacturer narrative:
Device was received with no button response due to moisture damage on the electronic assembly. Unable to perform the self test and displacement test due to no button response. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button issues. The customer¿s blood glucose level was 126 mg/dl. The customer was assisted with the troubleshooting. The customer stated that the all buttons were unresponsive and it was also stated that buttons had to press more than once. The insulin pump will be returned for the analysis.